Event description:
The customer reported a cartridge change error with their pump, which resulted in the inability to load a new cartridge and continue insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various parts of the pump, but the issue persisted. Eventually, technical support decided to replace both the pump and cartridge. The customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method until the replacement pump, which includes updated software, arrived. The customer was instructed on the process of returning the faulty pump and advised on setting up the new device.